Event description:
It was reported that patient was revised for hip pain. The surgeon removed the ceramic head and liner. At the time of removal, he noted discolored soft tissue at the base of the neck. He removed the acetabular shell and liner. He then put in a new trident cup with a mdm liner. On (B)(6) 2014: the sales rep. Confirmed that the shell was malpositioned and was revised because the patient was experiencing pain. Also, there was soft tissue discoloration found near the base of the neck. The stem was not revised.

Manufacturer narrative:
It was noted that the sales rep. Is working on obtaining medical records and x-rays for the evaluation of the reported event. A supplemental report will be submitted upon completion of the investigation. Device remains implanted.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding a soft tissue reaction involving a secur-fit max 132 hip stem #9 was reported. The event was not confirmed. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, revision operative report, operative findings, and pathology reports are needed to complete the investigation for determining the root cause.

Event description:
It was reported that patient was revised for hip pain. The surgeon removed the ceramic head and liner. At the time of removal, he noted discolored soft tissue at the base of the neck. He removed the acetabular shell and liner. He then put in a new trident cup with a mdm liner. On (B)(6) 2014: the sales rep. Confirmed that the shell was malpositioned and was revised because the patient was experiencing pain. Also, there was soft tissue discoloration found near the base of the neck. The stem was not revised.